Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure creases, particles, deformation and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side capsular contracture, baker grade unknown. Baker grade provided IV. The device has been explanted and replaced with non-allergan device.

Event description:
Patient reported left side capsular contracture, baker grade unknown. The device remain implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side capsular contracture, baker grade unknown. Healthcare professional later confirmed baker grade IV. The device has been explanted and replaced with non-allergan device.

Event description:
Patient reported left side capsular contracture baker grade provided IV. The device has been explanted and replaced.